Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ECG's channel during a tachy episode. Lead testing was recommended to see if the noise can be reproduced. The decision was made to keep the lead. Patient condition is fine.